Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. S received, there were no damages or anomalies observed. In attempts to replicate clinical use, the cassette was to be filled with 250ml of water using the manufacturing procedure as a guide using a hydrostatic pressure pump. During the filling process, a leak was observed between the tubing and female luer of the cassette. Further inspection of the bond showed spotty solvent coverage at the tube luer bond. The complaint of leakage can be confirmed. The probable cause of the reported problem unknown.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported leakage from the connection between the yellow syringe connector and the tube. This occurred during priming.